Event description:
While treating a pt with the model 3100a, its audible alarm for the electronics assembly evacuation fan started to continuously alarm. The 3100a was operating normally otherwise and the pt was left on the 3100a without any compromises.